Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2009 due to infection.

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date in 2001. Patient underwent a revision procedure on an unknown date in 2001 due to implant fracture. It was further reported patient underwent two radical debridement procedures on unknown dates in 2001. Patient underwent a revision on an unknown date in 2008 due to infection. Subsequently, patient underwent a reimplantation procedure on the right side on (B)(6) 2009.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.